Event description:
Patient reported right side rupture and "health problems". It was later reported persistent pain (stabbing pain in the breast), deformation, "stress and fear developing cancer" (captured as anxiety), developed shingles in both eyes and ¿nodular, partially confluent enhancement of glandular tissue of right breast retromammary¿. The report of periorbital dermatitis has been deemed not device related. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, h6. Further investigation: with the information collected during the investigation, there is enough evidence to support that units involved in this work order were manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30017366 is not related to any additional complaint infection record reported as of today. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated with the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint, no corrective action is deemed necessary at this time.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, rupture and "health problems". Affected side unknown. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, b3, b5, b6, d3, d4, d.6b, g1, g2, h4, h6. H11.

Event description:
Patient reported unknown side device rupture, "health problems", and "issues with implant over the years which has overtaken the patient". Patient representative later reported "persistent pain", "stabbing pain in the breast", "noticed deformation (in 2023)", "stress and fear developing cancer", and "developed shingles in both eyes and periorbital dermatitis" (not device related). Later reported "¿nodular, partially confluent enhancement of glandular tissue of right breast retromammary¿. An MRI confirmed right side device rupture. Device has been explanted.